Event description:
The pt received 2 leads with the same lot number. It was reported the pt lost stimulation. X-rays indicated the leads had migrated. Surgical intervention was undertaken and the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.